Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump had hardware low level failures alarm. The customer's blood glucose level was unknown at the time of the incident. It was reported that the customer changed the set. The customer was unable to clear the alarm but was able to rewind the insulin pump. The customer stated that the insulin exited and the insulin pump alarmed insulin flow blocked. The insulin pump pass the self-test. The device will not be returned for analysis.